Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Based on a review of available complaint information and an evaluation of the available sample evidence, the following was concluded: the complaint of inability to insert the guidewire into the introducer was confirmed; however, the root cause was not identified. The product returned for evaluation was one segment of digital video which depicted a 4.5fr microintroducer dilator/sheath and one guidewire. The video depicted unsuccessful attempts to insert the guidewire into the tip of the vessel dilator. No dilator or guidewire damage was discernible in the video. The video appeared to depict incompatibility between the introducer and the guidewire; however, inspection of the video was insufficient to identify the cause. Consequently this complaint is confirmed as ¿cause unknown¿ at this time. Potential contributing factors include dilator occlusion and guidewire damage.

Event description:
It was reported that the proximal end of the seldinger rolled up. No patient impact reported. No other information provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and is pending evaluation. Results are expected soon.

Event description:
It was reported that the proximal end of the seldinger rolled up. No patient impact reported. No other information provided.